Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged. The lesion was located in the distal right coronary artery. The lesion was predilated using a 2.0x15mm and a 2.5x20mm maverick balloons. The 3.0x16mm taxus liberte drug eluting stent came off of the balloon. It was not specified when or where the stent dislodgement occurred. Additional information has been requested, but not received.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.